Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), was in demo mode while unit was stationed at the agiliti warehouse, battery locking mechanism latch-screw and lock broken off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery locking mechanism latch-screw and lock broken off.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: d4 (version or model, catalog, unique identifier (UDI)) additional contact information: phone number:+(B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) had battery locking mechanism latch-screw and lock broken off. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated replaced bracket, locking, cart, screw, shoulder, ss and handle,console release,cart. Ran all the tests in accordance to the manufacturer's specifications. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a